Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro delivery system closure device was successfully implanted on (B)(6) 2024. The patient was discharged on dual antiplatelet therapy (dapt). The patient had a past medical history of mild cardiomyopathy, an ejection fraction of 40-45%, and hematuria. During a routine 45 day follow up computed tomography scan (CT) a device related non mobile thrombus (drt) of 4mm was noted on the face of the closure device. The patient started xarelto on (B)(6) 2024. A cytoscopy for hematuria was performed on (B)(6) 2025, it is unknown if plavix was stopped. Subsequent CT scans on (B)(6) 2024 and (B)(6) 2025 did not show any thrombus. The patient is fully recovered.